Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (B)(4) displayed a mid:09 (air trap assembly) message due to an start up kit (suk) leak that flooded the air trap. To troubleshoot the issue, the air trap was dried. The issue persisted. There is no known consequence to the patient.